Event description:
The report received stated "the client reports that the balloon deflated after a few days utilization; the device was changed; no ill-effect to patient reported." There was no other information.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided, and the manufacturer will review the lot history record. If the tube is returned, and failure investigation results provide new or significant information, a follow-up report will be submitted.